Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) observed a 'disconnected' alarm on the central control monitor (ccm) due to a defective red level sensor. He was unable to test for the 'low level' alarm due to the defective sensor so this complaint could not be confirmed. However, a product deficiency was identified with the low level alarm. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The perfusionist tried to resolve the problem by adding gel to the sensor and changed the plug in module but there was no change.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) was alarming low level when the reservoir was populated. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.